Event description:
The recipient reportedly experienced intermittencies. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on one of the pins. The internal visual inspection noted silver migration across several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA has been implemented. Feedthru assemblies from this vendor are no longer used. In addition, a crack in the conductive epoxy at the feedthru pin-to-substrate connection was observed. A CAPA has been implemented. This is the final report.

Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.